Event description:
This lead was implanted (B)(6) 1998 and was remained implanted as this time. It was noted on 08/17/2016 that the lead exhibited noise. The physician was dr. (B)(6) at university of (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).